Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered four inappropriate anti-tachycardia pacing (atp) and six shocks. The episode initially showed atrial tachycardia, then accelerated into ventricular tachycardia (vt) zone where there was a correlation of 99%. Later in the episode, the correlation decreased to 0% and there was a significant morphology change in shock channel and the device was delivered. The technical services (ts) discussed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.